Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit received with broken belt clip rails. Unit passed rewind, selftest, prime/seating, basic occlusion, active current measurement, sleep current measurement, and force sensor test. (B)(4).

Event description:
The customer reported via phone call that their insulin pump's rails broke over a year and also had a broken battery cap. The customer¿s blood glucose was unknown. Troubleshooting was done for cosmetic damage. Customer reported ten months ago he spoke with his doctor about skin irritation. Customer stated the issue happened a year ago and did not recall the actual dates and the doctor gave him sensor. Customer also mentioned that they had site issues like redness, bleeding and swelling as well. Customer reported that they did not received medical treatment as a result of the site issue. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.